Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an unsuccessful implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, or patient behavior. Proper intended use of the implant is described in its instructions for use

Event description:
Implant failure was reported to be due to lack of osseointegration.. Primary stability was achieved. Bone quality at time of failure was reported as type ii.